Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a left heart catheterization diagnostic procedure using a 6f sheath. Reportedly, when checking for blood return the sheath separated from the device and the distal end was stuck in the patient anatomy. The body of the device was removed without resistance, the level of anesthesia was increased and a surgical cut down was performed to retrieve the sheath from the anatomy. Surgical suturing was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported separation was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; it is possible excessive downward force, aggressive downward or torsional pressure or patient femoral vessel/ anatomy variables contributed to the separation, however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.